Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, failure to capture. And device imaging confirmed dislodgement, during revision. The lead electrode was found to be stuck on the myocardial tissue on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.